Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced two inappropriate deliveries of anti-tachycardia pacing (atp) and three inappropriate shocks due to the cardiac resynchronization therapy defibrillator (crt-d) detecting a new onset of atrial fibrillation (af) with rapid ventricular response. The patient was given a heparin IV infusion and other medication changes were noted; the device remains in use. The patient is a participant in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that reprogramming was done on the device.